Event description:
The reporter states, that the customer obtained a "hi" (>600)mg/dl and 180mg/dl blood glucose comparison on the accu-chek advantage system. The reporter states, that the customer obtained an additional comparison with blood glucose results 448mg/dl and 180mg/dl on the accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. The customer dosed herself with sliding scale insulin based on the 180mg/dl blood glucose result. No adverse event reported. New system sent to customer and return requested.